Event description:
Complainant alleged that the clinicians were attempting to monitor a pt (age and gender unknown), but the pt's heart rhythm would be displayed on the device screen, and it would then disappear from the screen. This occurred in all leads. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.